Event description:
Spontaneous contact from pt to report her freedom pump stopped working during the infusion on (B)(6) 2020. No details about malfunction were provided. Pharmacist suggested manual push, which pt did not feel comfortable with. Set up a shipment with pump return box and new freedom pump to be shipped to pt. Pt only received a partial dose before the pump stopped working; no adverse event reported due to partial dose; pump is available for return. Pump is used to infuse 25grams of gamunex-c 10% sq every week. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) to pt/caregiver.